Event description:
It was reported that the patient with this device stated that their remote communicator displayed a red call doctor icon. It was found that this device recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. Attempts to obtain the model and serial number of this device were unsuccessful. It was noted that this device will continue to be monitored. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith effort attempts were performed to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. This device was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.